Event description:
B & k medical systems transrectal ultrasound probe. Four of thes probes have gone bad in 13 months, 13 months, 10 months, and 4 months. This probe is a "lemon". It does not last a reasonable lenght of time, and a new probe costs over $12,000. Rptr suspects that this model probe has been bad all over the country.